Event description:
The treatment started in (B)(6) 2011. On (B)(6) 2011, the patient reported a blister or a callus on the right side of her tongue. The treatment was discontinued on (B)(6) 2011. On (B)(6) 2011, the patient reported seeing an oncologist who performed a biopsy and confirmed that the patient had oral cancer. Dr (B)(6) said, there was no relevant medical or family history, no harmful habits (such as smoking or drinking) or initial signs or symptoms of cancer noted during treatment.

Manufacturer narrative:
The aligners are not be evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications. The patient indicated being recently diagnosed with oral cancer. The aligners were used approximately for six months. No conclusive evidence has been provided that supports or opposes the fact that the invisalign product cause or contributed to the patient condition. Since the invisalign product was being used at the time of the oral cancer diagnosis, an MDR is being filed.